Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided by the patient the joints remain implanted at this time, therefore no product is available for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report eight of eight for the same event, reference 1032347-2015-00406, 1032347-2015-00407, 1032347-2015-00408, 1032347-2015-00409, 1032347-2015-00410, 1032347-2015-00411 and 1032347-2015-00412.

Event description:
The patient responded to the tmj tracking letter stating "we are having to redo the surgery next january and replacing the biomet joints... Having lots of problems with them." Multiple attempts to reach the patient for additional information have been unsuccessful. Contacted the implanting physician and he stated during the last visit the implants appeared to be in a good condition. He also stated the patient is no longer under his care and has decided to seek medical guidance from another provider.

Manufacturer narrative:
This is supplemental report eight of eight for the same event. Supplemental reports one through seven are reported on MFR #: 1032347-2015-00406-1 through 1032347-2015-00412-1.

Event description:
The patient provided additional information. The patient advised her zimmer biomet implants were removed in (B)(6) 2016. She thinks she was allergic to the material in the implants. She advises resident doctors incorrectly positioned the implants. She states that from the minute she woke up from the surgery, her pain was 100 times worse. The patient learned that she was never a candidate for the surgery but was talked into it by the surgeon. The surgery impacted her bite so much that she had to have four teeth removed and two years of braces before a different doctor thought to redo her jaw replacement due to the incorrect positioning. Because the implants were removed one year into the braces, nothing else could be put in; she was without a joint for a year. The patient advised there was a lot of nerve damage; her right eyebrow and forehead are forever paralyzed from the first surgery. She also suffered massive nerve pain and masseter muscle pain. Now she has a different kind of device implanted.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This follow-up report is being submitted to relay additional information. Reported event is considered confirmed as it was reported there was a revision surgery to remove the implants. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2015-00406-2 through 0001032347-2015-00412-2.